Event description:
The patient contacted animas on (B)(6) 2012 alleging that the up arrow and down arrow keypad buttons had a delayed response and must be pressed hard to evoke a response. The patient stated that the ok keypad button responded normally, there are no cracks or tears in the keypad and no evidence of moisture in the pump. The patient denied trauma to the pump. The patient reportedly wore the pump attached to belt without any protective accessory and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow and up arrow keypad buttons had intermittent response. The remainder of the buttons had normal response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the contact.